Event description:
During an incident in 05 involving a pt in cardiac arrest, this defib was attached using defib pads, not monitor pads, and the unit powered on recognizing monitoring pads, did not analyze, and the rhythm looked to be a coarse vib. The pt was down approx 10 minutes before the crew arrived on the scene. The skin condition unknown, and they had a hard time getting the pads to stay on their chest. An acls crew arrived and using a different defib, did not find any shockable rhythm. The pt was transported to a hospital and was pronounced there. Chief does not feel the defib malfunctioned; they just want it checked out for proper operation. The pads used on this run were discarded.